Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the insulation resistance value did not meet the standard value due to a pinhole on the bending section cover, the universal cord was wrinkled, and the video cable was wrinkled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and was likely due to fluid reaching inside the objective lens due to a a leak in the bending section cover, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the deflectable videoscope had a leak. The issue was found during preparation for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy due to damage on the charged coupled device (ccd). The report is being submitted due to defect found during evaluation.